Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to breakage or disconnection of the image sensor unit, however, the exact cause of the defect could not be specified. It is likely the image sensor failure occurred due to one of the following: stress from repeated use, external factors, or handling; a failure in the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected by following the instructions for use (IFU) which state: "confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the customers¿ initial report of an abnormal image was not confirmed. It was found that due to damage on the charge coupler device unit in the endoscope connector, color tone was abnormal, and an image was not displayed. The following additional findings were also noted: noisy image due to damage on the charge-coupled device, chipped adhesive on the bending section cover, bending angle in up direction does not meet the standard value, and due to damage on the lock engagement lever the bending section could not be fixed firmly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, an image error on endoeye flex deflectable videoscope. There were no reports of patient or user harm associated with this event. The subject device was received at an olympus service center for evaluation. During inspection and testing, the color tone was abnormal and there was no image displayed. This report is being submitted for the malfunction found during the device evaluation.